Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (isp) in oracle is identified as: actuator, clevis broken.

Event description:
The dealer alleges that the motor for the electric base doesn't work.